Event description:
It was reported that the stent was kinked. An innova was selected for use. The innova delivery system was advanced to the target lesion in the iliac artery and the stent was deployed. Once deployed, it was observed that the stent was kinked. The procedure was completed and there were no reported adverse consequences to the patient.

Manufacturer narrative:
Updated fields: b5 h6- device codes. Device analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. There was a kink to the middle sheath 1.2cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. The stent was still inside the middle sheath. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed there were kinks on the device at the location of the stent.

Event description:
It was reported that the stent was kinked. An innova was selected for use. The innova delivery system was advanced to the target lesion in the iliac artery and the stent was deployed. Once deployed, it was observed that the stent was kinked. The procedure was completed and there were no reported adverse consequences to the patient. It was further reported that the target lesion was 75% stenosed with moderate tortuosity and severe calcification. The lesion was predilated prior to stent deployment. During catheter advancement, there was mild resistance noted. Stent delivery was attempted twice, but both attempts were unsuccessful. The stent was not deployed, and the delivery system was removed. Once the device was removed, the damage to the stent was noted.

Event description:
It was reported that the stent was kinked. An innova was selected for use. The innova delivery system was advanced to the target lesion in the iliac artery and the stent was deployed. Once deployed, it was observed that the stent was kinked. The procedure was completed and there were no reported adverse consequences to the patient. It was further reported that the target lesion was 75% stenosed with moderate tortuosity and severe calcification. The lesion was predilated prior to stent deployment. During catheter advancement, there was mild resistance noted. Stent delivery was attempted twice, but both attempts were unsuccessful. The stent was not deployed, and the delivery system was removed. Once the device was removed, the damage to the stent was noted.